Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient injury.